Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred, and three system reboots were required to resolve a problem with the c-arm's movement. The system logfiles were checked and troubleshooting found that the malfunction of the power supply in m-cabinet which caused by an issue with the system¿s voltage output. To resolve the issue, the direct current power supply (dcps) was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the power supply and identified there was no 12v output. Following the replacement of the dcps, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's c-arm was unable to move. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.